Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead may be experiencing oversensing. Interrogation of the ICD also identified marginaly low pacing and sensing lead impedance. The physician suspects a problem with the rate sensing portion of the transvenous defibrillation lead and an invasive procedure is scheduled. The physician plans to electively replace the ICD because it's battery status is near the elective replacement indicator (eri). Lead implanted: 12/30/93 (implanted 32 months)